Event description:
Spontaneous call on-call inbound call from pt calling, her cadd legacy pump with brand new cassette is reading reservoir volume as 8ml (sn is (B)(4)). It should read 100ml. Pt will use other working pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.